Event description:
During pre-placement discussions regarding anatomical length measurements being very close to accommodate a 16 cm length device, the physician was aware of the fact that the right hypogastric artery might get covered by the device and he was willing to cover the hypogastric, should it become necessary. The trunk-ipsilateral device component dropped more than expected because of the angled aortic neck. In order not to cover the hypogastric, a shorter than indicated contralateral device component was placed. To seal the distal end, the physician decided to place an iliac extender component. Post-op angiogram confirmed coverage of the hypogastric artery and a type I endoleak at the proximal end of the device. A cuff was placed which on angiogram produced an adequate/acceptable seal.